Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 3.50x15mm target lesion was located in a mildly calcified and moderately tortuous left circumflex (lcx) artery. After predilatation was performed with a 3.5x15 mm unspecified balloon catheter, a 3.50x16mm promus element¿ plus stent was advanced to treat the lesion. However, the device was unable to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was detached/separated.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was returned for analysis. The balloon cones & balloon wall profiles were reviewed and found that the balloon underwent torsional strain. The examination found also that the inner lumen was subjected to a torsional strain and appeared as narrowing of the wire lumen. The crimped stent was detached from balloon and not returned with device for analysis. A visual and tactile examination found multiple kinks along the length of the hypotube shaft. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).